Event description:
It was reported that the pump shut off unexpectedly while charging. Customer confirmed pump display turned on when plugged into a power source. Customer¿s blood glucose level was 450-451 mg/dl. Reportedly, customer delivered a 15 unit correction bolus via pump to address bg level, and continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.